Manufacturer narrative:
Section d4: additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297.

Manufacturer narrative:
Section b5: the patient's colonoscopy procedure and previously clipped site are reported under MFR # 2916596-2019-04261.

Manufacturer narrative:
Approximate age of device- 1 year and 3 months. Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with bright red blood per rectum status post colonoscopy procedure and was admitted to the hospital on (B)(6) 2019. The patient¿s hemoglobin dropped from 10.6 to 8.8 within a 9-hour span, therefore the patient received a transfusion of 1 unit of red blood cells on (B)(6) 2019; in which their hemoglobin stabilized. The patient underwent a subsequent colonoscopy on (B)(6) 2019 where an additional clip was placed on an ulcerated previously clipped site. Post additional clip placement the patient has had no signs of any active bleeding. The patient was discharged home on (B)(6) 2019. No additional information was provided.